Event description:
This case is occurred outside of the us, in spain. According to the information received on oct. 06, 2022, a patient was injected on (B)(6) 2021, with 1 ml of teosyal rha 4 into the bilateral palpebromalar grooves and the cheekbones (object of this complaint), and with 1 ml of teosyal puresense ultra deep into the bilateral cheekbones (object of the complaint (B)(4). Approximately 14 months post-injection, in (B)(6) 2022, the patient presented with intermittent edema on the bilateral cheekbones and palpebromalar areas. As a corrective action the patient received anti-inflammatory (glucocorticoid; urbason) and antihistamine treatment for one month. Following the corrective action, the symptom was recovering, however, on (B)(6) 2022, the patient had another episode of edema. On (B)(6) 2022, the patient underwent ultrasound examination. The result showed the presence of avascular hypoechoic foci on both side of the malar areas. A probable residue of hyaluronic acid or a possible granulomatous reaction was diagnosed by the practitioner. The patient situation and symptoms are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: according to information received this case would be related to a delayed inflammatory reaction of the body to dermal filler treatment. Although the ultrasound result showed the presence of avascular hypoechoic foci on both side of the malar areas diagnosed as a probable residue of hyaluronic acid, the diagnosis of granulomatous reaction could not be ruled out. In any cases, the occurrence of the malar edema or granulomatous reaction is considered as a well-known and described adverse event in the context of hyaluronic acid dermal filler injections. The risk of such reactions is mentioned in the instructions for use of teosyal products. Situation of the patient and symptoms evolution are monitored.